Event description:
It was reported that a scheduled transmission review on this implantable cardioverter defibrillator (ICD) had stored electrograms (egms) with short two second atrial tachy response (atr) events showing farfield r-wave oversensing (ffos) along with longer atrs that were true atrial arrhythmias. At this time, the ICD system remains in service and there were no adverse patient effects reported.